Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure coil was in the right lower quadrant but not in the fallopian tube/ no essure wire device is identified within the tube') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral partial salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). The reporter commented: as per mr, the left fallopian tube was partially absent suspected removed at time of hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received: case become incident, previously reported event- oophorectomy was replaced with device dislocation. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.